Event description:
Iridex became aware of a complaint reporting a patient experiencing conjunctival burn during treatment with the micropulse p3 probe. The treatment was performed within specifications. A specific root cause could not be determined. Based on similar reported events, the most likely cause of the issue is suspected to be contamination (e.g. Blood, tissue or betadine) on the probe tip when the laser was activated or laser activation when the probe is over pigmented conjunctival tissue. Engineering failure analysis was not performed because the device was not returned for evaluation. The micropulse p3 IFU has clear instructions to examine the probe tip before treatment and to avoid areas of perilimbal pigmentation. Per the IFU 'excessive treatment power may result in ocular surface burns or ciliary body hemorrhage. Contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns. Excessive energy may cause equatorial burns. If the devices are returned and the results of failure analysis indicate new information, the adverse event report will be amended. The results of post market data review indicate that this failure mode is not occurring with greater severity.

Event description:
Iridex became aware of a complaint reporting a patient experiencing conjunctival burn during treatment with the micropulse p3 probe. The treatment was performed within specifications. A specific root cause could not be determined. Based on similar reported events, the most likely cause of the issue is suspected to be contamination (e.g. Blood, tissue or betadine) on the probe tip when the laser was activated or laser activation when the probe is over pigmented conjunctival tissue. The micropulse p3 IFU has clear instructions to examine the probe tip before treatment and to avoid areas of perilimbal pigmentation. Per the IFU 'excessive treatment power may result in ocular surface burns or ciliary body hemorrhage. Contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns. Excessive energy may cause equatorial burns. If the devices are returned and the results of failure analysis indicate new information, the adverse event report will be amended. The results of post market data review indicate that this failure mode is not occurring with greater severity.

Manufacturer narrative:
This follow-up report is provided to update the following: 1)part b: b5 -product problem section was updated. 2) report c: is this a combination product - no 3) report d: updates to section d8, d9, d4 4) part h: update to include that this a correction and additional information report 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant. Note: patient information was not provided, therefore part a is not filled out.